Event description:
It was reported that this right ventricular (rv) lead switched to unipolar due to the patient exhibiting twiddlers syndrome. This device was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead switched to unipolar due to the patient exhibiting twiddlers syndrome. This device was explanted and successfully replaced. No additional adverse patient effects were reported.